Event description:
Reportedly, a nurse was wearing gloves during a procedure. Following the procedure, upon removal of the gloves, blood was found on hands and fingers. No medical treatment was required.